Event description:
During a lap chole case, we noticed a piece of rubber from the gasket was in the abdomen. We retrieved it and the doctor asked that both the trocar and the piece be sent to the manufacturer.